Event description:
Procedure type: adrenalectomy. Reportedly, while using the devices during the procedure, a blue material was confirmed in the pt cavity. It was retrieved. The procedure was completed properly. No pt injury was reported.

Manufacturer narrative:
.